Event description:
The pt received a trial scs system. It was reported the pt later developed a headache which was not relieved with medication, and she only felt better when she was lying down. The pt was advised to contact her surgeon regarding the issue, but she decided to wait until her lead removal on (B)(6) 2013. The leads were successfully removed, and the pt reported she was pleased with the trial results. The pt was scheduled to have a blood patch procedure performed. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.